Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the cubie drawer unable to open due to connection issue. A field service engineer adjusted the front and back screws of the full height drawer 3 to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system, the full height cubie drawer in a bind and not able to open. The customer reported that this malfunction occurred when a user was trying to dispense medication to a patient. This issue resulted in a delay to patient care. There were no adverse events or injuries reported based on this event.